Manufacturer narrative:
Onset of driveline infection was reported under manufacturer report number 2916596-2023-00571. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented with another abscess(B)(6) 2023 and re-admitted for driveline infection. Cardiovascular and thoracic surgery (cvts) did not want to perform another incision and drainage (I&d). There was a growth staph from abscess culture. The patient was treated with cefazolin upon admission. They were discharged home on (B)(6) 2023 on doxycycline. They were updated to status 3 on transplant list due to ongoing infection. They were home, stable, and awaiting transplant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.